Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and requested training before moving to another state. During the call the customer stated that she had a low glucose episode the night before. The paramedics were called, treated her, and then she was taken to the hospital. The customer stated that her glucose reading was 54 mg/dl after receiving the treatment. The blood glucose reading at time of call was 163 mg/dl. The customer stated that she does believe that the insulin pump was not the issue and troubleshooting was not performed. No further info was provided.